Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01, implantable pulse generator (ipg) - implanted: (B)(6) 2009; 4558m45, implantable pacing lead - implanted: (B)(6) 1996. (B)(4).

Event description:
Follow-up was conducted and from the information obtained it was further reported that the lead had been reprogrammed to bipolar and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a ventricular lead monitor warning with polarity switch. Low impedance paces were also noted. The lead remains in use and in unipolar pacing. No patient complications have been reported as a result of this event.